Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up-report will be submitted once the investigation has been completed. No report of patient involvement.

Event description:
The hospital reported that there is a leak in the unit. There was no reported patient involvement.

Manufacturer narrative:
A ge healthcare remote technician proposed that the customer inspect or replace the bag-to-vent cartridge and/or the bag-to-vent/adjustable pressure limiting valve cover and o-ring and then retest. The repair of the device is the responsibility of the customer. No further actions are planned at this time.